Event description:
The manufacturer received info alleging a ventilator's alarm's were constantly alarming. There was no pt harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service check, the customer's complaint was confirmed. The ventilator's system pca board was replaced to address this issue.